Event description:
Adverse event(s): "no pt impact" (no consequences or impact to pt). Product problem(s): "unable to calibrate system" (calibration issue). A surgeon reports being unable to calibrate the system and 5 cases had to be canceled and the patients were referred to other hospitals. There was no pt impact reported.

Manufacturer narrative:
No samples were returned for eval, therefore, the root cause of the reported problem is unk. (B)(4).